Event description:
Reportedly the user's sound quality has progressively worsened over the last few months. There has been a slow decrease in hearing benefit over the last several months that changes also with pressure applied to internal device. Hearing is equally poor with rondo2 or sonnet audio processor. The user also reports he feels dizzy when pressure is applied to the external device. He reports that since ci surgery, with the audio processor off, he hears tinnitus, especially at night, that gets worse when he turns over and is often accompanied by dizziness. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The recipient also suffered from tinnitus and dizziness without the use of the audio processor. In addition the reported symptoms were also present prior to implantation surgery. Therefore a device unrelated medical issue seems likely. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user's sound quality has progressively worsened over the last few months. There has been a slow decrease in hearing benefit over the last several months that changes also with pressure applied to internal device. Hearing is equally poor with rondo2 or sonnet processor. The user also reports he feels dizzy when pressure is applied to the external device. He reports that since ci surgery, with the processor off, he hears tinnitus, especially at night, that gets worse when he turns over and is often accompanied by dizziness.